Event description:
Pt experienced high blood glucose levels on 9/10/1998. Pt changed infusion line only without changing base unit or cartridge. Blood glucose remained high and pt went to ER. Admitted for high blood glucose and placed on IV insulin drip at hosp. Change of infusion line, base unit and insulin cartridge led to correction and stabilization of pt's blood glucose.